Event description:
During a pta treatment procedure, balloon removal difficulties were encountered. Following two inflations of the 5f ultra thin sds 5-4/5.3/75 pta balloon, the balloon could not be withdrawn through the sheath for removal. The physician successfully pulled the balloon slightly into the sheath, but not all of the way through, so he removed the entire balloon and sheath at the same time. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good.'